Manufacturer narrative:
The reported event was confirmed. Three samples were confirmed to exhibit the reported failure. The device had not met specifications. Five unopened orange coude catheters were returned. All five of the catheters fit into the original packaging and would meet specification per moncks quality engineering, however the coude tips of all five catheters appeared misaligned. The catheters were straightened in order to determine if the misalignment was caused by the catheter bends. The bends of 3 of the catheters caused the misalignment of the coude tips, as the coude indicator was aligned with the tip when the catheter was straightened. Therefore the event will be confirmed. 2 of the catheters were found to have misaligned coude tips not caused by the catheter bends. Product does not meet specification as coude indicator is meant to align with catheter tip. A potential root cause for this failure mode could be "operator or machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed manufacturing related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheters were bent, twisted and incorrectly shaped. Customer stated it was shaped incorrectly and reported issues with catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters were bent, twisted and incorrectly shaped.